Manufacturer narrative:
The customer¿s report of a set leaking was confirmed. Visual inspection showed that the female luer had a vertical hair line crack measuring 0.439 inches long. The female luer was inspected under a magnification; no stress marks were observed. Functional testing was performed; a leak was observed as fluid flowed through the crack on the female luer. The probable cause of the component breakage was a combination of material degradation during the supplier process and manufacturing factors (solvent and over-torque).

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a pca tubing leak at an unspecified location. There was no report of patient harm.